Event description:
It was reported that the patient had been using drain bag 154004a for many years and had recently given drain bag 154114a. The customer was not sure why and would like to know the difference between drain bags because the patient suffered from urinary tract infections often. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: federal (u.s.a)law restricts this device to sale by or on the order of a physician. Single use only. Do not resterlize. For urological use only. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Important: position drainage tube in a straight fashion from catheter to drainage bag. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed. 3. Use sheeting clip to secure drainage tube to sheet, important: position drainage tube in a straight fashion from catheter to drainage bag. 4. To empty bag: a. Remove outlet tube from housing: gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. 5. Periodic observations of this system should me made to ensure the urine is flowing free. It is a standard column of urine is observed check for correct positioning of bag and then for a physical obstruction. Directions for using bard® ez-lok® sampling port: bard® ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 7.5 cm below the sample port until urine is visible under access site. 2. Swab surface of access site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sample port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been using drain bag 154004a for many years and had recently given drain bag 154114a. The customer was not sure why and would like to know the difference between drain bags because the patient suffered from urinary tract infections often. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.